Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was an infection and the infection area was at the ins. The infection was not confirmed. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the implantable neurostimulator (ins) had been explanted and that the patient was on a course of antibiotics.